Event description:
Hold gn 3-8-22it was reported that a (B)(6) male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a decanav electrophysiology catheter and a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and the patient expired.after transseptal access was performed with a brk needle and mapping was done, then ablation was performed in the left ventricle (lv). The right ventricle (rv) was then mapped with a decanav, and a "moderate" effusion was noted via soundstar (ice imaging catheter). A pericardiocentesis was performed, with approximately 800 ml of fluid removed over a 45-minute period. The effusion was decreasing in size but continued to drain so cardiothoracic (CT) surgery was then called for assistance.the patient then became unstable (hypotension) and the patient expired.the physician stated that they believed it was something in the rv, either due to rv quad (non-bwi catheter) or decanav used for mapping the rv. Ablation was performed prior to the cardiac tamponade and there was no evidence of a steam pop.there was no evidence of an effusion present before the procedure.force visualization features used were dashboard, visitags, vector with the visitag module parameters for stability set to 3mm, 3s, 25% at 3g, 3mm size with the color options used prospectively set to impedance drop. The max wattage used was 47w for a total of 5 lesions. The total ablation time was 6 min 12 seconds with a total of fluid in of 420 ml. An irrigated catheter was used in the event and the settings were set to thermocool st df, 15/30ml. No error messages were observed on biosense webster equipment during the procedure.per internal review of the bwi medical safety officer, the following was determined: per the reported event description, it seems that the effusion was detected after the mapping in the rv and that is why the physician is thinking it was the mapping catheter. Per the description from the physician, only the mapping catheter will be reported as the other one was listed a concomitant device.all deaths were bwi FDA approved ¿ ce mark devices are involved are reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).